Event description:
It was reported that balloon rupture occurred. The target lesion was an in-stent restenosis located in a coronary vessel. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during dilatation, the balloon ruptured. The procedure was somehow completed with no patient complications.